Event description:
The account alleged that the ground loss led is lit intermittently. He has replaced the ac plug receptacle, but the alleged problem remains.

Manufacturer narrative:
Repairs have not been completed.